Event description:
The rptr stated the surgeon inserted an aa4204vf silicone single piece lens. The lens was removed due to the lens tear at the haptic junction. Lens was cut to remove from pt's eye. No pt injury.

Manufacturer narrative:
(B)(4): eval results (other): visual inspection of the returned product found optic and haptics torn. Lens is cut in half. There was evidence of clear surgical residue. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the user in the proper delivery techniques that area effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).